Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). It was duplicated the reported phenomenon. Also it was found the bi board failure of the subject device which caused no turning on. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the bi board failure. The exact cause of the bi board failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not turn on during the preparation for use. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.